Manufacturer narrative:
Corrected "type of reportable event" from serious injury to malfunction as the event did not result in any injury to the patient. Additional information: an event regarding a size/fit issue involving an accolade stem was reported. The event was not confirmed. A dimensional analysis determined the stem to be the correct size. There was no evidence of a dimensional issue on the returned device. There was no evidence of a dimensional issue on the returned device. The exact cause of the event could not be determined. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Further to this a review of (B)(4) captured within the DHR did not indicate any evidence of a dimensional issue. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported by the sales rep, that during a total hip surgery the surgeon went to insert stem. He claimed the stem was smaller than the broach as it went in further. Surgeon is questioning if stem was the right size. There was about a 3 minute delay while another implant was opened. Surgery completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the sales rep, that during a total hip surgery the surgeon went to insert stem. He claimed the stem was smaller than the broach as it went in further. Surgeon is questioning if stem was the right size. There was about a 3 minute delay while another implant was opened. Surgery completed successfully.